Event description:
It was reported that after a supply change, the ilet user experienced markedly elevated glucose following breakfast and discovered the cartridge had come out of the pump. The user pushed the cartridge back in without rewinding the pump and did not lock the adapter from the 9 o¿clock to 12 o¿clock position, indicating an improper procedure involving the cartridge component. Customer care provided troubleshooting and education including a full supply change and sensor calibration. Symptoms included hyperglycemia, with a fingerstick reading of 387 mg/dl and blood glucose reaching 401 mg/dl before trending down during the call. Outcomes included a delay to therapy while the user addressed the infusion setup and calibration. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction; a usage problem related to failure to follow the connection and locking instructions for the cartridge/adapter. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. A separate report has been submitted for infusion set connector not attached correctly under 3019004087-2026-38698.